Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿results of anatomic total shoulder arthroplasty with the arthrex eclipsetm stemless humeral implant in patients over 70 years of age ". The study reviewed seventy-four (74) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) to address primary glenohumeral osteoarthritis. During the twenty-four (24) month follow-up period, one (1) patient experienced failure of the subscapularis leading to revision. Source: dillon mt, denard pj, lin a, et al. Results of anatomic total shoulder arthroplasty with the arthrex eclipsetm stemless humeral implant in patients over 70 years of age. Journal of shoulder and elbow surgery. 2025;